Event description:
As reported by a field clinical specialist, during a tavr procedure with a 26mm sapien 3 ultra valve in a pre-existing surgical valve, the patient had a previous evar (endovascular aneurysm repair), when performing valve alignment we noticed something on the tip of the balloon, it appears we snagged a stent while advancing the delivery system. The physician never felt resistance when advancing the sheath or delivery system. The valve and delivery system were removed as a unit. A 2nd sheath was used, they snared the crushed stent into the 2nd sheath, everything was removed as a unit. A 3rd sheath was opened along with the 2nd delivery system and 2nd valve. Valve was then deployed normally. The patient was stable the entire procedure.

Manufacturer narrative:
The investigation is ongoing.